Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined tandem system support follow up. No further details were given. No reported impact to the customer¿s blood glucose level.